Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a flashing white display. The patient's blood glucose at the time of incident is unknown. The customer removed the battery but the flashing and beeping persisted. The insulin pump was not returned for analysis.